Manufacturer narrative:
Device was discarded by the hospital. No evaluation will be performed. If additional information is received it will be submitted on a supplemental report.

Event description:
It was reported that, "the technician noticed brown material on tap which he thought might be rust. When I went to retrieve the piece after surgery, the hospital personnel had thrown it away."